Event description:
Home pt (hp) reports leak in tubing of pt extension line during use. Hp noted in dwell five over eight when fluid leaked on carpet after hp ran over tubing with the wheelchair on the way to the comode. Hp disconnected treatment and performed a manual drain. Per hp, no injury or medical intervention resulted from incident.